Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 8.2cm was returned for analysis. Insulation degradation was noted at 4.5cm, 4.8cm, 5.0cm, 5.4cm, and 5.7cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.